Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adaptor. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis. It was reported that the peritonitis was manifested by abdominal pain. The patient was treated with vancomycin intraperitoneally (1,000 milligram for 14 days) for the event. The patient was discharged three days after hospitalization and had recovered from the event. The patient was retrained on aseptic technique. Apd therapy was ongoing. Additional information was requested but is not available. This is report 4 of 4 involved in this event.